Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, while detaching the lung lobe bronchus, the device did not fire, the surgeon able to press the green button but unable to squeeze the handle. In addition while trying to unload it could not be unloaded. The surgeon then used another device reload and handle to resolve the issue in order to complete the case. There was no patient injury.